Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after the foot was deployed the suture locked and the device was not able to be pulled back. Additional information was received on 9/5/2017: the facility stated the patient was fine and a doppler was performed to validate distal pulses. The patient still had flow to feet.